Event description:
The reporter stated that she did a meter to lab comparison. The test was done in a fed state, at the same time, capillary to venous draw. She reported a reading of 112 mg/dl on her meter, and a lab result of 229 mg/dl. She stated that she did not have any symptoms. A control test was not done during troubleshooting due to unavilability of supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8